Manufacturer narrative:
The device will not be returned due to patient infection. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. The device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that the catheter was connected to a monitor before use, but the blood temperature value observed on the monitor was over 40 degrees celsius. There was no alarm or fault message observed. The monitor and cable were checked. The catheter was replaced and the problem was solved. There were no patient complications reported.